Manufacturer narrative:
Product is no longer available to be returned for evaluation.

Event description:
It was reported the patient received the following results within 15 minutes: readings between 200 mg/dl to 219 mg/dl and 100 mg/dl to 105 mg/dl. The caller could not provide the exact results.